Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The rear pulse wire heat shrink separated in the distribution node, causing the rear pulse wires to short to the distribution node pca board. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.